Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed architect prolactin results generated on the architect i2000 processing module for one patient. The initial result was 97.32 miu/l, repeated 206.24 miu/l (reference range 108.78 to 557.13 miu/l). No impact to patient management was reported.

Manufacturer narrative:
While troubleshooting the issue, service found no oddity in regard to parts, therefore surmised the wash zone probe was probably not properly washing. Service replaced the wash zone probe and deemed the part the cause for the single false low result. The issue was resolved with the replacement of the wash zone probe. Service verified the system function with a control run. The architect system operations manual provides adequate labeling with regards to maintenance and troubleshooting, the issue, including operational precautions and limitations; specimen handling recommendations and fluidic subsystems troubleshooting and the system technology limitations and resolving the customers issue. Trending review did not identify any trends for the complaint issue. No contributing factors in the month prior to the complaint were identified in- regards to the system. The service history of the (B)(6) verifies no subsequent false low prolactin results have been reported. Labeling was found to be adequate for the complaint issue. Based on all reviewed data, a product deficiency was not identified.